Event description:
Healthcare provider reported left breast "rupture" and device "textured" and "capsule is more notable on the left perhaps with some calcification. Capsule more similarly firm baker 2-3. No deformity or distortion this not a baker grade 3. Baker grade 2.5." Healthcare provider additionally reported "palpable collapsed saline device on the left" and at explant noted "intracapsular calcification". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of deflation, capsular contracture, anxiety-product/procedure and calcification was received on august 28, 2025, with catalog number mcghan240cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: observed. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture ii/iii, "rupture" of saline implant.

Event description:
Healthcare provider reported left breast "rupture" and device "textured" and "capsule is more notable on the left perhaps with some calcification. Capsule more similarly firm baker 2-3. No deformity or distortion this not a baker grade 3. Baker grade 2.5." Healthcare provider additionally reported "palpable collapsed saline device on the left" and at explant noted "intracapsular calcification". The device has been explanted.